Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 75-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage d, with a history of known coronary artery disease. The patient was subsequently taken back to the catheterization laboratory for repositioning of the impella cp due to concern for device malposition. The pump was too far into the ventricle so the physician repositioned successfully. Care was later withdrawn, and the patient expired. The reported device in the wrong position requiring device repositioning had no impact on the patient's hemodynamics. The device will be conservatively reported for death; however, given the patient¿s presentation with advanced cardiogenic shock (scai shock stage d) and subsequent withdrawal of care, the death is most likely attributable to the severity of the underlying clinical condition.

Manufacturer narrative:
Corrected information has been provided in d4 (serial). Device in wrong position: the cause of the device in wrong position was unable to be determined as insufficient clinical details were provided.